Event description:
It was reported that the customer was hospitalized due to the wrong insulin being prescribed, and his blood glucose level was 444 mg/dl. The customer stated that just over a week before the event, his doctor had changed his insulin to 70/30, and that although he did not have a reaction to the new insulin, it was also not bringing his blood glucose levels down. The customer further stated that he uses a quick-set infusion set and that he last changed his infusion set two days before the event. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.